Manufacturer narrative:
Concomitant medical product: 5076-52 lead; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant, the right ventricular (rv) lead dislodged and perforated the right ventricle. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.